Manufacturer narrative:
Block h2 (additional information): block b5, block e1 (initial reporter last name, initial reporter phone), block e3, and block h6 (impact codes, device codes) have been updated based on the additional information received on january 27, 2023. Block h10: additional information received on january 27, 2023, confirmed that this is no longer considered a reportable event. The customer reported that they experienced difficulty advancing the guidewire and the distal tip of the guidewire detached inside the patient. The distal tip is a biocompatible hydrophilic tip that can be passed naturally by the patient.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the colon during a procedure performed on (B)(6) 2023. During the procedure, "the sphincterotome did not deploy (open)" and a strong resistance was encountered during the deployment. It was noticed that there was a plastic part left inside the patient's colon. The physician had to use another device to retrieve the plastic part. There were no reported patient complications as a result of this event. Additional information received on january 27, 2023: upon opening the device during preparation, there were no difficulties with the guidewire. However, during the procedure, the nurse had difficulty pushing the guidewire and felt as if the guidewire was blocked. The nurse continued to push a little bit harder, and the distal tip of the guidewire detached, blocked the distal part of the tome, and entered the patient's anatomy. The procedure was completed with another hydratome rx 44. Note: the distal tip is a biocompatible hydrophilic tip that can be passed naturally by the patient.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the colon during a procedure performed on (B)(6) 2023. During the procedure, "the sphincterotome did not deploy (open)" and a strong resistance was encountered during the deployment. It was noticed that there was a plastic part left inside the patient's colon. The physician had to use another device to retrieve the plastic part. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).